Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during an intraocular lens (iol) implant procedure, the lens was initially placed successfully. However, a posterior capsular rupture (pcr) occurred without vitreous prolapse, so vitrectomy was not required. The implanted lens was removed and replaced with an alternative iol. No significant injury to the patient. Additional information was requested.